Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity. It was reported that a pocket revision was scheduled on (B)(6) 2018 because his pump pocket was very loose and "broke through the muscle layer". The issue was not resolved and patient status was alive with no injury. No further complication was reported.